Event description:
Customer reported that a pt sample containing anti-fyb did not react with surgiscreen lot 3ss261. Testing was performed using liss tube method. Two units of blood were crossmatched. Pt experienced chills and rise in temp. The pt was later released from the hosp.